Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A new prescription form has been received for a revision due to loosening. It has been further reported that the patient has a mets in situ.

Manufacturer narrative:
An event regarding alleged loosening involving a mets total femur was reported. The event was confirmed by x-ray review. The exact cause of the event could not be determined because further information such as, lot numbers, product codes, and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Device not returned.

Event description:
A new prescription form has been received for a revision due to loosening. It has been further reported that the patient has a mets in situ.